Event description:
The manufacturer received information alleging particles in device, water comes out through the mask. Device is hot at times, particles in tubing/chamber, device/power cord or supply too hot to touch a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in device, water comes out through the mask. Device is hot at times, particles in tubing/chamber, device/power cord or supply too hot to touch related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external and internal part of the device. Dust like contamination was present on the ui (user inteface) panel, the top enclosure, the air inlet, the accessory module slot, the bottom enclosure, the rear panel, the dc jack, the blower motor, the blower outlet seal, and blower box. Unknown yellow residue was found on the top enclosure, the air inlet, the bottom enclosure, and the rear panel. Spots of unknown brown residue on the bottom enclosure was found. A hair-like fibre on the top enclosure, also there were smaller hair-like fibers on the rear panel and bottom enclosure was observed. Black particle contamination, inconsistent with degraded sound abatement foam, on the ui panel, the blower box and the bottom enclosure was noticed. No clean flux on the sd card slot of the pca (printed circuit assembly). There were pieces of insects on the bottom enclosure and the rear panel. Black contamination consistent with keratin, and at the air outlet of blower box. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of visible damage or functionality failures of the device which suggests the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 were updated in this report.